Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5168280. A manufacturing review of the preventative maintenance, calibration, and equipment was also revealed that there were no abnormalities that could have influenced this issue. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate of confirm the customer's indicated failure mode.

Event description:
It was reported that after having inserted a bd venflon pro safety peripheral safety IV catheter into a patient's vein, the safety device did not activate when the clinician withdrew the needle, leaving the contaminated needle exposed, and the clinician obtained a needle stick injury. Both the source patient and the clinician received post exposure lab work and the clinician received a "vaccination".